Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The additional product was added to the complaint after the initial medwatch was submitted: cat. No.: 509-02-64g, tritanium revision acetabular, lot code: mltmt6; cat. No.: 2080-0020, gap plate screws, lot code: mml6em; cat. No.: 2080-0025, gap plate screws, lot code: mlrxj2; cat. No.: 2080-0030, gap plate screws, lot code: mmewm6; cat. No.: 2080-0030, gap plate screws, lot code: mmr97v; cat. No.: 2080-0025, gap plate screws, lot code: mjh022.

Event description:
It was reported that patient had right hip revised due to infection.

Event description:
It was reported that patient had right hip revised due to infection.